Event description:
Material no.: 328440 batch no.: 8281946 . It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the needle hub separated from the syringe and stayed in the shield. The following information was provided by the initial reporter: consumer reported needle hub separated from syringe and stayed in the shield, occurred before injection, involving one syringe.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the needle hub separated from syringe and stayed in the shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8281946. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were six (6) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 21oct2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and log book entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA 1122103 has been opened to address this issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 328440, batch no.: 8281946. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the needle hub separated from the syringe and stayed in the shield. The following information was provided by the initial reporter: consumer reported needle hub separated from syringe and stayed in the shield, occurred before injection, involving one syringe.